Event description:
The mechanical cardiac support (mcs) coordinator reported that the battery was connected to the controller, but was not registering even though it was definitely in place; it locked and clicked with nothing out of the ordinary noted. None of the batteries registered when connected. The controller display indicated "power disconnect". There was no obvious damage to the batteries or controller. The controller was changed out without incident; the patient tolerated it well with no effect.

Manufacturer narrative:
Narrative updated with fir results. The mechanical cardiac support (mcs) coordinator reported that the battery was connected to the controller, but was not registering even though it was definitely in place; it locked and clicked with nothing out of the ordinary noted. None of the batteries registered when connected. The controller display indicated "power disconnect". There was no obvious damage to the batteries or controller. The controller was changed out without incident; the patient tolerated it well with no effect. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing as the controller was not able to recognize the battery at ps1 and hence generated a power disconnect alarm. The confirmed malfunction is related to the reported event. The most likely root cause of the failure is a damaged wire connecting pin 2 to the controller board, which likely contributed to the event. After soldering the wire to pin 2, the controller performed as expected. The most likely root cause of the failure is a damaged wire connecting pin 2 to the controller board, which likely contributed to the event. After soldering the wire to pin 2, the controller performed as expected. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. No further information will be asked for this complaint as it pertains to the dt2 study group and they will be responsible for the reportability and follow up of the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation.